Manufacturer narrative:
The motor was returned for evaluation, and subsequent testing verified the complaint. Per the evaluation performed on (B)(6) 2016, the head section of the motor housing was cracked. However, the underlying cause could not be determined. The head spring section of the bed was also returned for evaluation, and subsequent testing verified the complaint. Per the initial evaluation performed on (B)(6) 2016, the weld broke on the drive arm. An expanded evaluation was performed on (B)(6) 2016. The expanded evaluation report confirmed that the drive arm cam welds were broken and the cam was detached from the frame. However, the underlying cause could not be determined. Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the customer was using the bed at the time and the head frame bracket weld broke off the frame, damaging the the plastic housing of the motor.